Event description:
Plastic shavings along with the speciment were in the collection chamber. The doctor was able to finish the breast biopsy without consequences reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. 510(k)# is k991980.